Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that the impella cp was in the papillary and angled toward the mitral valve under echocardiogram. P6 was able to be achieved without suction and acceptable flows. It was noted that the risk of attempting to get out of the papillary muscles outweighs the risk of lower p-level at this time. The decision to escalate to impella 5.5 was made. It was also noted that due to microvascular decompression they were unable to advance interventional wires. The patient continued to decompensate more and the decision was made for comfort care. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.